Event description:
It was reported that, during the procedure and while outside the patient, resistance was encountered at the hub when attempting to insert the subject guidewire into the microcatheter. Upon retrieval, the subject guidewire's hydrophilic coating had accumulated at its tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that resistance was encountered at the hub when attempting to insert the guidewire into the microcatheter. Upon retrieval, it was observed that the guidewire¿s coating had accumulated at the tip. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. As the device was not returned and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported codes 'guidewire difficult to insert' and 'hydrophilic coating peeling'.

Event description:
It was reported that, during the procedure and while outside the patient, resistance was encountered at the hub when attempting to insert the subject guidewire into the microcatheter. Upon retrieval, the subject guidewire's hydrophilic coating had accumulated at its tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.